Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened and that the device knife would not retract. The surgeon opened another device in order to complete the procedure. There was no reported pt injury. Add'l contact attempts have been made to the customer in regard to the device and incident.